Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose of 80 mg/dl at the time of the incident. The customer was at 112 mg/dl at the time of the call. The customer used orange juice to treat. The customer was most likely wearing the insulin pump during the incident. Customer believes the pump is over delivering due to the many lows they are getting. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, cracked lcd window, stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window.